Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a tibial nail procedure, the nail was being inserted when the driving cap broke off inside the insertion handle. No fragments were generated. The procedure was successfully completed without surgical delay. Concomitant device reported: unknown nail (part# unknown; lot# unknown; quantity: 1). This report is for 1 insertion handle for suprapatellar. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary background: it was reported that on an unknown date, during an unknown procedure while the nail was being inserted using the insertion handle and driving cap the driving cap broke off at the threads that were inside the insertion handle. The procedure was successfully completed without surgical delay. There were no fragments generated. Concomitant device reported: unknown nail (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. H3, h4, h6: device history lot: part: 03.010.440. Lot: 170359-101. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 18.december 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation flow: damage. Visual inspection: the insertion handle for suprapatellar (p/n: 03.010.440, lot number: 170359-101) was received at us cq. Visual inspection of the complaint device showed no damage observed. The broken off tip of the returned mating device was not able to be removed from the complaint device. Additionally scratches from regular field usage were observed on the device. Complaint not confirmed. Investigation conclusion: this complaint is not confirmed for the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11/h4: update manufactured date: 12/18/2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.